Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), implanted: (B)(6) 1997, product type: transmitter; product ID 3888-28, lot# l41795, implanted: (B)(6) 1997, product type: lead; product ID 3888-28, lot# l41795, implanted: (B)(6) 1997, product type: lead. (B)(4).

Event description:
It was reported the patient met with their manufacturer representative on (B)(6) 2015 but their equipment was not compatible with the patient¿s device so they were unable to do anything. They also noted that their battery was not turned off. After the visit the patient began having mini-strokes, seizures, migraines, and were feeling ¿zings and zaps¿, and a shocking/jolting sensation from the implantable neurostimulator (ins). They also reported their grandchildren were get shocked from her and crying. They put rubber shoes on themselves and the grandchildren and the shocking stopped. They also noted that when they would touch blankets and walls in their home it shocked them. The patient¿s device was explanted on 2015-05-01 and the patient recovered without sequela.